Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The analysis performed in the sample received concluded that the occurrence of this failure condition could be caused by: not enough thf solvent at joint cause by bad condition on the thf feeder system equipment. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that the customer started using the product for regular replacement and it worked for a while. However, twenty days after starting to use it, he found leakage of air from the cuff. Also the inflation line was found cut off. No patient injury.